Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.2 cm diameter abdominal aortic aneurysm approximately six weeks ago. The aortic neck angle was 19 degrees, it was 21 mm in diameter and 19 mm in length. Distally it was 27 mm in diameter. Right iliac artery was 15 mm in diameter and the left iliac artery was 17 mm in diameter. The right femoral artery was 8 mm in diameter and the left femoral artery was 9 mm in diameter. The iliac arteries were mildly tortuous with 25% stenosis bilaterally. The circumferential aorta had 20% mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. On the final angiography a type ii endoleak was discovered and left uncorrected. It was reported that stent graft kinking was observed during an abdominal x-ray. The kinking was along the right lateral aspect of the abdominal aortic component and some mild kinking of the right proximal to mid-iliac component. No intervention was performed. No clinical sequelae were reported. Films were reviewed: the 1 month films show a moderate kink seen at the proximal aortic body of the bifur (spring 1), and also on the right lateral side of the proximal ipsilateral limb. There is also a moderate kink seen on the posterior side of the limb; uncertain if contra or ipsi side. Since angios or ctas were not provided, it was not possible to assess for possible occlusion or blood flow issues.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink), patient's condition affected effectiveness of device (mild tortuousity in the iliac arteries), evaluation, conclusions: device failure/lack of effectiveness related to patient condition (mild tortuousity in the iliac arteries).